Event description:
The customer reported she was hospitalized due to high blood glucose levels. The customer later discovered that she had forgotten to remove the needle guard while trying to inject the infusion set. The customer stated she reinserted the same needle after removing the needle guard and her blood glucose levels continued to rise.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.